Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level reached 22.7 mmol/l (408.6 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus was programmed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation of the device found that the soft cannula did not measure the correct full length according to specification and appeared damaged. A root cause for the reported event could not be determined. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. During investigation, the pod was successfully paired to a pdm.